Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013, the event oral herpes, cellulitis, dermatitis, eye swelling assess as serious and possibly related.

Event description:
This spontaneous case was rec'd on (B)(4) 2013 from a physician and concerned a (B)(6) female patient. The patient had a medical history of cold sores. Concomitant medications were not reported. On (B)(6) 2013, the patient rec'd sculptra aesthetic (poly-l-lactic acid) to her entire face for the first time for an unknown indication. The batch number used was a1048 and expiry date was nov-2014. The patient also rec'd juvederm (hyaluronic acid) to her face. On (B)(6) 2013 (sometime prior to (B)(6) 2013), the patient experienced triggered cold sores on mouth, cellulitis/dermatitis on right face at nasal - cheek junction, eyes swollen shut. The physician treated the patient valtrex. The reporter stated that, her primary care physician did not think the adverse event was zoster and the prescribing physician thought that the lesions looked suspect for zoster. Sometime prior to (B)(6) 2013, the events were resolved. The patient was interested in receiving sculptra aesthetic again. No information about medical evaluation or causality assessment was provided. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4).